Event description:
The customer reported that there was a disconnected blood sampling valve (bsv) tubing on the unicel dxh 800 coulter cellular analysis system. The customer could not reconnect the tubing to the bsv and stated that the instrument generated "rbc (red blood cell) pump (pm104) did not sense home" error messages at the time of the event. Erroneous results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer's site. Prior to the fse's arrival, the customer had replaced a tubing in manifold above the aspiration syringe to resolve the rbc pump (pm104) error messages (the rbc pump pm104 dispenses the hemoglobin (hgb) blank into the hgb chamber). The customer did not provide the exact tubing location and the customer did not report of any further error messages following the replacement of the tubing. The identification of the tubing could not be determined with the available information. The fse evaluated the instrument and discovered that the axis of the blood sampling valve (bsv) was broken. The fse proceeded to replace the bsv and its rotation mechanism to resolve the issues. The bsv provides a pathway for sample aspiration, segments precise volumes of sample for white blood cell (wbc) and red blood cell (rbc) analysis, and provides pathways for the wbc, rbc, nucleated red blood cell (nrbc), differential, and retic samples to the appropriate chambers for sample conditioning. (B)(4).